Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding with development of a hematoma is related to v.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation. Patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the dressing had lifted off the wound, the foam was not compressed or showing any negative wound pressure, and the unit continued to work without alarming. During that time the patient's wound had a huge amount of bleeding and development of a hematoma with break through bleeding under the drape and t.r.a.c. Pad. On (B)(6) 2015, the following information was reported to kci by the nurse: while the patient's was on v.a.c. Therapy the dressing came loose due to bleeding under the drape and the unit failed to alarm. The patient developed a hematoma in the wound during the event and the physician placed a suture in the wound to resolve a slow oozing venous bleed that had occurred. The patient had a standard of care débridement earlier that day prior to the event, but there was no bleeding at the time of placement. The bleeding and hematoma developed while the patient was on v.a.c. Therapy. The hematoma resolved and the bleeding stopped after the placement of the suture. The patient's wound continued to progress after the event and there were no further bleeding events for the patient who has since been discharged to home. On dec 07 2015, kci quality engineering completed the device evaluation and determined the following: on nov 5 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2015, the device was placed on the patient. On dec 2 2015, the device was tested per quality control (qc) procedure by kci quality engineering. The device passed qc checks and met specifications after placement with the patient. The device passed the pressure accuracy checks and maintained pressure at 125 mm hg. The unit produced audible and visual alarms as intended during qc alarm testing and did not produced any unexpected alarms. Kci quality engineering was not able to confirm the complaint.